Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had particle matter. This was observed during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 24, 2023 - january 25, 2023. H11: the actual device and two photographs of the sample were provided for evaluation. The actual device was visually inspected, and no foreign particulate matter was observed. The returned photographs were reviewed, and it was noted that in one photograph there appeared to be a white particle in the solution. The reported condition was not verified on the actual sample; however, it was verified in one of the photographs of the sample. The cause of the condition was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.